Event description:
During follow-up, noise resulting in oversensing and an automatic mode switch episode were observed on the right atrial (ra) lead. X-ray imaging was performed and revealed no anomalies. The physician elected to monitor the patient. No further intervention was performed. The patient was in stable condition and will be monitored.